Manufacturer narrative:
Product complaint # (B)(4). -the device catalog number is unknown; therefore, UDI is unavailable. Investigation summary ==> no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: yang ih, cho bw, lee ws, kyu park k, young park j, min kwon h. The influence of radiologic bone transparency after hybrid total knee arthroplasty on clinical outcomes: minimum 6-year follow up of 214 cases. Knee. 2022 dec;39:247-252. Doi: 10.1016/j.knee.2022.09.012. Epub 2022 oct 22. Pmid: 36283282. Objective and methods: this study aimed to investigate how bone transparency affects loosening of the cementless femoral component by serially analyzing radiologic images in 214 depuy lcs hybrid tkas implanted between june 2006 and december 2014. All cases utilized a depuy lcs complete rotating platform hybrid tka including a cementless femoral component, tibia insert, and cemented tibial tray. The patellas were not resurfaced and the cement utilized with the tibial tray is unknown. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: lcs complete hybrid tka: cementless femoral component, tibia insert, and cemented tibial tray adverse event(s) and provided interventions associated with depuy devices: 51 cases of radiographically identified rlls- no treatment provided and some areas of bone transparency resolved spontaneously. 3 revisions of unspecified devices to treat infection; 3 revisions to treat loosening of the femoral component at the bone to implant interface; 2 revisions to treat loosening of the tibial tray at an unknown interface; 1 revision of unspecified products to treat instability; 2 revisions of unknown products to treat insert spin-out; 1 revision to treat unknown periprosthetic fracture; 1 revision of unspecified products to treat patellar maltracking (captured as misposition of the tibial tray and femoral component); 1 revision of unspecified products to treat recurrent hemarthrosis.